Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 229 mg/dl and then lowered to 191 mg/dl. The supplies to the pump were changed. The customer addressed the bg level with a bolus of insulin via the pump. As the supplies to the pump had been changed prior to contacting tandem technical support, a system check to determine a possible cause of the occlusion was unable to be performed.